Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured due to shock impedance measurements greater than 125 ohms and chronic high thresholds. A revision procedure will be performed in the near future to replace the lead. The lead remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured due to shock impedance measurements greater than 125 ohms and chronic high thresholds. A revision procedure will be performed in the near future to replace the lead. The lead remains in service at this time and no adverse patient effects were reported. It was reported that this lead was subsequently removed from service and surgically abandoned. A replacement boston scientific lead was successfully implanted. No additional adverse patient effects were reported.